Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). They turned the implant off and hcp t old pt to keep ins off for a while. Pt was having some pain and wanted to turn stim back on. Hcp said to turn it on. Now the implant won't charge. Pt also noticed ins felt like it was flipped or turned around compared to what it was before. The issue started probably about a month ago. Pt saw hcp last thursday and they instructed pt to call manufacturer to ask when the rep will be at their office. Reviewed patient services role. Reviewed the process of contacting the rep. Redirected to hcp. Pt called back stating that they have an appt coming up with the rep on the 19th, however the rep sent them a message this morning telling them to call ps to ensure that the external equipment wasn't broken or anything. Pt said that the ins was not recharging from the equipment. Pt said that they charged the controller fully, but no device found appears when trying to recharge the ins. Pt was already trying to recharge the ins and pt was seeing the no device found screen, so agent had the pt tap recharge to go through passive recharge mode. Pt saw the middle number on the trying to recharge screen appear as 55, so agent had the pt reposition the recharger and pt then saw the middle number appear as 88. Pt then saw the batteries screen with the controller battery at 100% and the ins battery at 0% with recharging excellent indicated and the controller light was flashing green. Agent reviewed best recharging practices with the pt. See rd for omitted information.